Manufacturer narrative:
(B)(4). Investigation summary: the device was received and evaluated at the service center. There was no allegation of malfunction against the device from the customer, however, defects were found with the device during service evaluation. It was found that the unit was continuously re initializing. This was due because of a bad cpu board. The cpu board was replaced to address the issue. The device was upgraded, tested and found to be working according to specifications. A manufacturing record evaluation was performed for the finished device (serial number: (B)(4)), and no non-conformances related to the reported complaint condition were identified. At this point in time, no corrective action is required, and no further action is warranted. Depuy mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. UDI: (B)(4).

Event description:
It was reported by the sales rep via service request that the unit contentiously re-initialize. This was due because of a bad cpu board. The cpu board was replaced to address the issue. Created for an RMA to upgrade product.